Event description:
It was reported that in a da vinci-assisted benign hysterectomy procedure the force bipolar exhibited no energy. There was no report of patient harm. It was not confirmed if the customer was able to complete procedure. Intuitive surgical inc. (Isi) followed up to obtain additional information. However, the customer had no additional information available.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the force bipolar instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument was placed and driven on an in-house system. The instrument passed the recognition engagement, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. As part of investigation, inspection confirmed a bent grip (0.031¿ offset at the tips), causing side to side misalignment of the grips.